Event description:
It was reported that intermittent resistance was experienced when filling multiple cartridges with insulin. Reportedly, the issue resolved and the customer successfully filled the cartridge. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.